Manufacturer narrative:
Corrected data: upon further review, it was noted that in the initial MDR section h3: other 81 was not addressed in h10. Therefore, this supplemental filing is to correct the comment that was initially not provided in h10. Section h3-other (81): the device was not returned for analysis. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: 49.80 ± 21.77. Sex/gender: 32 (57%) males, 24 (43%) females. Date of event: unknown/not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: unknown, as the serial number was not provided. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. Device manufacture date: unknown, as the serial number was not provided. (B)(4). An attempt has been made to obtain missing information; however, no definitive response has been received. Tao, l., atik, a., kwon, h., green, c., coote, m., kong, y., ruddle, j. (2020). Comparison between surgical outcomes of glaucoma drainage implant surgery performed with and without intraluminal stent. Clinical & experimental ophthalmology 48(4), pp. 525-528. Doi 10.1111/ceo.13714. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: comparison between surgical outcomes of glaucoma drainage implant surgery performed with and without intraluminal stent. A retrospective study was done to assess the eyes that underwent non-valved gdi surgery with or without intraluminal stenting to compare rates of hypotony and surgical outcomes. Out of the 56 eyes that were implanted with either baerveldt glaucoma drainage device 350mm2 or 250mm2, 20 eyes were classified as failure in which six eyes were due to hypotony (n=6). Early complications reported in the study include choroidal effusion (n=8), tube corneal touch (n=2), corneal oedema (n=2), hyphaema (n=5), endophthalmitis (n=2), additional cases of hypotony (n=7) and two unspecified eyes underwent tube removal (n=2). The first case of endophthalmitis was due to tube exposure and cultures grew pseudomonas aeruginosa and staphylococcus species while the second case was due to early hypotony and was reported as culture negative endophthalmitis. Late complication reported in the study include hyphaema (n=1) and corneal decompensation (n=2). Additional surgeries reported include tube removal (n=4), cyclodiode (n=1), and tube re-positioning (n=1). This report is for incomplete model bg103-250 350mm adverse events. A separate report is being submitted to capture the adverse events for model 350mm.